Event description:
Procedure type: mini abdominoplasty. According to the reporter: abdominal and perineal wound infection post surgery. Resulted in 2 re-operations on (B)(6) 2013 I+d. On (B)(6) 2013 for complete removal of all v-loc barbed perm. Suture. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).